Event description:
Initially reported as "no information" follow up findings: "there has been a disconnection between the needle and the rest of the device." To date there has been no report of injury to patient or practitioner involved with this event. This event is being reported due to the possibility of a reportable injury occuring with a future incident.